Event description:
It was reported that sheath separation occurred. An opticross imaging catheter was selected to visualize the target lesion. During leg angiogram, the imaging catheter was fractured in the mach1 while going up and over the bifurcation. The procedure was completed with a different device. No patient complications were reported.